Manufacturer narrative:
An event of retraction problem and valve capsule deformation was reported. The device was returned to abbott for investigation and found the valve capsule to be compressed and the inner shaft to be kinked, which is consistent with damage during use. Scarring on the valve capsule suggested interaction with calcium, which may have contributed to the additional force required to retract the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the valve capsule deformation appears to be related to retraction problem. However, the cause of the retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implantation utilizing a small flexnav delivery system. Abbott employee loaded the valve and a fluoroscopic check was performed. The navitor was advanced to the valve. The first deployment attempt was unsuccessful, so the navitor was attempted to be recaptured. Upon recapture, the valve capsule visibly compressed on fluoroscopy. The re-sheath wheel reached end of travel and flexnav was brought to the descending aorta where the micro-adjustment wheel was applied, but a gap remained. The valve was recaptured as much as possible and the system was able to be removed intact. Outside of the patient, the valve capsule was in an accordion shape at the proximal end. A replacement 25mm navitor vision and small flexnav delivery system were used to complete the procedure. There were no reported patient consequences or clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.